Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: beds, mattresses, rails. Frame/structure, drive arm bent. Drive arm bent. Product received expanded evaluation. The expanded evaluation report states: visual inspection- a broken weld was also present on one of the mount tabs. The lower bar of the head deck was dented and bent in several areas. Conclusions- utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the bent head deck. Complaint of "frame is bending" was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: beds, mattresses, rails. Frame/structure, drive arm bent. Drive arm bent. Product received expanded evaluation. The expanded evaluation report states: visual inspection- a broken weld was also present on one of the mount tabs. The lower bar of the head deck was dented and bent in several areas. Conclusions- utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the bent head deck. Head deck section of the frame is bending.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Head deck section of the frame is bending.